Manufacturer narrative:
(B)(4).the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The reported condition has been confirmed but not duplicated. The assignable cause was a faulty pumphead module. The device will not be repaired since it is a stay-in unit. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a failure code of 808:02. The event was reported to have occurred during biomed servicing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During the product evaluation at baxter, it was determined that the event occurred during delivery; therefore, there was an interruption during delivery. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated. During a review of the event history, it was discovered that the reported condition occurred one time during infusion on (B)(4) 2010.